Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps- 6500 . The customers complaint of pump failed down stream sensor was confirmed during testing, as powering pump alarmed ? No disposable" the physical condition of the pump revealed missing nub on the down stream sensor. Action was taken to replace the down stream sensor. Pump preformed all delivery and functional testing after repair. Unknown cause of event.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps- 6500.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient coded updated to reflect code 2645..

Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a downstream occlusion. There were no adverse events reported.